Manufacturer narrative:
H6: updated codes for type of investigation, investigation findings, and investigation conclusions. H11: updated based on the results of the investigation. Investigation summary the device was not returned for evaluation. Ppae (tachycardia ) : in order to make a cause determination, the clinical details would have to be provided. The root cause of the injury was unable to be determined due to insufficient clinical details. Device history review: the pump passed all the post sterile inspection checks.

Manufacturer narrative:
The reporter clarified that the patient experienced atrial fibrillation prior to implantation of the impella.

Manufacturer narrative:
The impella device was not received from the customer; therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed.

Event description:
The complainant reported a patient was implanted with an impella device for mechanical circulatory support. It was reported that the patient developed rapid atrial fibrillation with rapid ventricular response (rvr) overnight; amiodarone was initiated at that time. Impella device was removed today at noon, with native cardiac output measured at 6 l/min at the time of removal. The patient outcome at explant was reported as survived.